Manufacturer narrative:
No motor error alarm, no reservoir or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 587mg/dl and also mentioned that they received a no delivery alarm and motor while trying to change the infusion set to bolus for the high reading. Troubleshooting for no delivery alarm was performed. The customer stated that they received a no delivery alarm when changing the battery and a second alarm during fill tubing process. The customer was advised to clear the alarm, disconnect and reconnect tubing and reservoir and verify connection was secure. The customer stated that insulin exited with a plunger push through the tubing and also when they performed a manual prime. The customer stated that the insulin pump did not alarm no delivery alarm and was advised that the insulin pump was working as designed. Troubleshooting for motor error was performed. Drive support car was normal. The insulin pump was able to complete rewind and passed the displacement test. The customer was advised to insert original reservoir and infusion set and a manual prime and fill tubing was performed resulting in the insulin pump alarming motor error again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.